Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The device was reprogrammed. On (B)(6) 2016, it was noted that the atrial lead continued to exhibit noise. No intervention was performed. The patient was in good condition and would continue to be monitored.